Event description:
It was reported that during use, air was noted to leak into the injection syringe when drawing back from the guiding catheter. The rhv was replaced and the procedure was successfully completed. It was noted that, contrary to "IFU", the o-ring was removed and replaced with two o-rings from another company. No pt injury was reported.